Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted cuts in the insulation and a bend/curve was noted with the electrode approximately 25 millimeters from the terminal pin. No other visual anomalies were observed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the d2 and g1 fields.

Event description:
It was reported that this patient with this electrode received an inappropriate shock and was hospitalized. The sensing configuration was reprogrammed from the primary to secondary vector. A few days later, the patient received another inappropriate shock due to oversensing of noise. The tachy therapy of the system was turned off and the patient was dismissed. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. The electrode was observed to have migrated and was not positioned properly for the patient. There have been no additional adverse patient effects reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock and was hospitalized. The sensing configuration from reprogrammed from the primary to secondary vector. A few days later, the patient received another inappropriate shock due to oversensing of noise. The tachy therapy of the s-ICD was turned off and the patient was dismissed. The s-ICD remains in service and there were no additional adverse patient effects reported.